Event description:
It was reported that the surgeon inserted a competitor's lens and the ftp tore the trailing haptic during insertion. The incision was enlarged to remove the lens and sutures were required to close the wound.

Manufacturer narrative:
Evaluation results: a lot order search on the ftp, cartridge and injector. There was one similar complaint found for both the ftp and cartridge. There were eleven similar complaints found for the injector.